Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06661.

Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2006. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion); vaginal pain; pelvic pain; perineum pain; rectal pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; damage; psychiatric injury surgical interventions: on (B)(6) 2012 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: revision. On (B)(6) 2012 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: revision. Nonsurgical treatments: on (B)(6) 2006 the patient commenced pain medication: panamax for the treatment of: pain management. Treatment duration: since surgery. On (B)(6) 2006 the patient commenced psychological medication: amitriptyline for the treatment of: treat anxiety/depression (post-natal depression). Treatment duration: prior to surgery. The patient was treated with other medication (please specify). On (B)(6) 2006 the patient commenced other (please specify) for the treatment of: assist with incontinence. Treatment duration: since surgery.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2006. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion); vaginal pain; pelvic pain; perineum pain; rectal pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; damage; psychiatric injury surgical interventions: on (B)(6) 2012 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: revision. On (B)(6) 2012 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: revision. Nonsurgical treatments: on (B)(6) 2006 the patient commenced pain medication: panamax for the treatment of: pain management. Treatment duration: since surgery. On (B)(6) 2006 the patient commenced psychological medication: amitriptyline for the treatment of: treat anxiety/depression (post-natal depression). Treatment duration: prior to surgery. The patient was treated with other medication (please specify). On (B)(6) 2006 the patient commenced other (please specify) for the treatment of: assist with incontinence. Treatment duration: since surgery.